Manufacturer narrative:
H4: the device was manufactured from august 04, 2018 - august 05, 2018. H10: two (2) actual samples were received for evaluation with a cut at the top right corner of both bags where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port cap from the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port. The leaks were identified prior to use; therefore, there was no patient involvement. No additional information is available.